Manufacturer narrative:
Sample inspection: the inspection process performed on pump module s/n (B)(6) observed the right (male) iui had corrosion. One of the feet was observed to be missing. The inspection process performed on pcu s/n (B)(6) was observed to be in good condition. Log analysis results: a review of the pcu event log prior to the reported event date and time shows the pcu was powered on (B)(6) 2021 at 5:19:30 pm. Immediately, pump module s/n (B)(6) was attempted to be programmed to infuse a primary infusion for drug ID= 412 (heparin, drug amount= 1850 unit, diluent volume= 450 ml) at a rate of 37 ml/h and vtbi of 450 ml (infusion calculated to be for 12 hours and 9 minutes). The primary volume infused was noted as 0 ml. A few minutes later at 5:24:03 pm, the rate was manually re-entered as 37 ml/h and the dose was manually changed to 1850 unit/h which auto changed the rate to 450.001 ml/h (infusion calculated to be for 59 minutes). One hour later, the rate was manually changed to 37 ml/h having a vtbi of 4.804 ml (infusion calculated to be for 7 minutes in which the infusion completed as expected). Further activity of the pump module (from 6:33:53 pm - 7:07:05 pm) showed the following: vtbi change, dose and rate changes which auto changed both values with the rates being at either 37 ml/h and 45 ml/h, channel off key pressed, pcu powered on, and pump module finally being powered off which also powered off the pcu. Both the primary and total volume infused was noted as 461.339 ml. The next activity noted for the source pump module was on the next day on (B)(6) 2021 at 8:59:52 am when a basic infusion of an unknown medication was infused at rate of 400 ml/h and vtbi of 400 ml for a one hour infusion. The primary volume infused was noted as 0 ml. The infusion completed as expected at 10:00:48 am and the pump module was channeled off which powered off the pcu. The total volume infused was noted as 400.021 ml. No further infusions were noted from the pcu event log. Test results: timed rate accuracy test was performed on the pump module s/n (B)(6) . The device was found to be delivering IV fluids within specification. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear failed to engage the safety clamp when the door was opened on five of the ten (10) test trials; however the device did alarm appropriately. This is not believed to have contributed to the reported overinfusion event. Test methods: 1503-001-029-r (alaris system over infusion test method). 1503-001-006-r (timed rate accuracy). Device history review: a review of the pump module device history record showed the device had a manufacture date of 04/23/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The probable root cause of the customer¿s report that the infusion infused too fast was due to a user programming issue. A review of the log around the reported incident date and time showed the dose had been manually increased to 1850 unit/h which auto increased the rate to 450 ml/h. The customer¿s report that the infusion infused too fast was confirmed via log analysis and was identified as a programming issue. The log review shows that prior to the reported event date and time at (B)(6) 2021 at 5:19 pm, pump module s/n (B)(6) was attempted to be programmed to infuse a primary infusion for drug ID= 412 (heparin, drug amount= 1850 unit, diluent volume= 450 ml) at a rate of 37 ml/h and vtbi of 450 ml (infusion calculated to be for 12 hours and 9 minutes). The primary volume infused was noted as 0 ml. A few minutes later at 5:24 pm, the rate was manually re-entered as 37 ml/h and the dose was manually changed to 1850 unit/h which auto changed the rate to 450.001 ml/h (infusion calculated to be for 59 minutes). One hour later, the rate was manually changed to 37 ml/h having a vtbi of 4.804 ml (infusion calculated to be for 7 minutes in which the infusion completed as expected). Further activity of the pump module (from 6:33 pm - 7:07 pm) showed the following: vtbi change, dose and rate changes which auto changed both values with the rates being at either 37 ml/h and 45 ml/h, channel off key pressed, pcu powered on, and pump module finally being powered off which also powered off the pcu. Both the primary and total volume infused was noted as 461.339 ml. Inspection of the pump module found no existing malfunctions that could contribute to the reported issue. The probable cause for the noticeably increased infusion rate is due to a user programming. The device was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot, or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection, and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.

Event description:
It was reported that on (B)(6) 2021 in the evening, the unit was infusing heparin. According to the nursing staff, it infused too fast. The infusion pump was ran at 400ml/hr. The issue could not be replicated. Opened error log, last error recorded on (B)(6) 2020. There were no adverse effects or consequences to the patient.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Customer reported tubing material number (B)(4), lot# 13-607-fw, however, the information provided did not populate in trackwise.

Event description:
It was reported that on (B)(6) 2021 in the evening, the unit was infusing heparin. According to the nursing staff, it infused too fast. The infusion pump was ran at 400ml/hr. The issue could not be replicated. Opened error log, last error recorded on (B)(6) 2020. There were no adverse effects or consequences to the patient.